Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation, healthcare provider visit, and bent cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed a lump with purulent discharge at the pod insertion site (thigh). The patient's blood glucose values reached 400 mg/dl. Upon pod removal, the skin on the patient's thigh appeared different and was described as a lump with purulent discharge and confirmed the cannula was bent. Medical assistance was sought during a regularly scheduled diabetologist appointment on (B)(6) 2026. The diagnosis specific to the event was reported as a site reaction. The healthcare provider prescribed cavilon spray as treatment. The patient did not retain the prescription and could not provide further information.